Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding at patient receiving intrathecal unknown morphine 1500 mcg/ml at ¿17cg¿ via an implanted pump for spinal pain. It was noted the event/difficulty occurred in 2021 (specific date not provided, unknown). It was reported the pump was placed where it was irritating at the belt line and wearing clothing irritated it at the waistline. There were no known environmental/external/patient factors that may have led or contributed to the issue. A pump pocket revision was performed to move the pump in the same pocket. The pump was moved more cephalad in the pocket. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history was asked but unknown.